Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report obtaining "waste exit sump full" errors on a unicel dxc 800 synchron system. The customer stated that the error occurred twice. The first time it occurred, they removed and emptied the canister. The second time it occurred, the canister overflowed and spilled onto the floor. The customer stated that no one slipped or fell and no one came into contact with the spilled liquid. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse flushed the waste line with bleach, replaced check valves on hydro line for no foam delivery. The fse primed the no foam function and verified operation. The instrument was primed 30 times to verify hydro function. Low pressure was adjusted upward as a nut was loose and pressure was not being sustained at correct levels. (B)(4).